Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted the lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the lead exhibited high impedance during analyzer measurements. The lead was removed and replaced. No patient complications have been reported as a result of this event.